Manufacturer narrative:
The device involved in the incident was not returned for eval. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. Without an eval of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Catheter broke in place where catheter is connected with external fixation (lining to pt's skin) after almost one year of implantation.